Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was further evaluated by the authorized service provider (asp) where the reported issues of it having low inspiratory pressure, low fio2 readings, low vte levels and measuring higher peep than set were all confirmed. The asp replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was confirmed through functional and performance testing. The investigation determined that the cause of the reported issues was the ift. H3 other text : serviced by asp.

Event description:
An authorized third party service provider (asp) contacted ventec to report that the device's exhaled tidal volume (vte) levels were low, that it was providing low fio2 (fraction of inspired oxygen) readings as well as low inspiratory pressure, and that it measured higher peep (positive end expiratory pressure) than set. There were no reports of patient involvement associated with the reported event.